Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. She manually removed remaining pieces. She spoke to her gynecologist and was told to monitor for unusual symptoms. She was doing fine and has had no unusual symptoms.